Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier instrument caused a laceration to the patient's liver, requiring intervention. The large clip applier instrument was placed onto the universal surgical manipulator (usm). The bedside assistant believed the guided tool change (gtc) was activated and inserted the instrument. The instrument was inserted past where it was believed the gtc would have stopped, and the large clip applier lacerated the liver, and bleeding occurred. The usm was flashing green prior to the instrument insertion, indicating the gtc was activated. Cautery was applied to the liver along with surgicel powder, surgicel strips, and pressure, which resolved the bleeding. The procedure was completed robotically, and the patient is reported to be recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a test drive focusing on guided tool change. The fse found no issues with guided tool change and was unable to reproduce reported problem. The system was tested and verified as ready for use.